Manufacturer narrative:
Isi has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed and replicated the customer reported complaint. The tenaculum forceps instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. A site history was performed and no related complaints were found. A review of system logs showed that the tenaculum forceps was last used on system number (B)(4) on (B)(6) 2020 and it had 6 lives remaining. The instrument issue was discovered on (B)(6) 2020 prior to it being used in a procedure. No image or video was provided for review. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the tenaculum forceps instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm was reported, if the issue were to recur, it could potentially result in an adverse event.

Event description:
It was reported that prior to a da vinci assisted procedure, the tenaculum forceps instrument was found to have exposed wires. The procedure was completed and there was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient was a (B)(6) female, with the date of birth (B)(6). No further details were provided.